Manufacturer narrative:
Unit received with blank display due to moisture damage at electronic assembly. Unable to verify low battery alert due to blank display noted.

Event description:
Customer reported via phone call that their insulin pump received a replace battery alert alarm. The customer¿s blood glucose level was unknown. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. The insulin pump will be returned for analysis.